Manufacturer narrative:
Updated b.5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that following the second valve deployment, the mild-moderate aortic regurgitation was a combination of both central regurgitation and paravalvular leak (pvl). The regurgitation was due to the patient's heavy calcium burden at the annulus extending into the left ventricular outflow tract (lvot). Per the physician, the patient's heavy calcium burden contributed to the reason for the pre and post dilations. The temporary pacing was required after the implant procedure until discharge. The junctional rhythm resolved two days post valve implant. A permanent pacemaker was implanted four days post valve implant. The event required prolonged hospitalization and the patient was discharged home.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name: evolut fx dcs; product ID: d-evolutfx-2329 (lot: 0013021399); product type: 0195-heart valves; continuation of d10: product ID: l-evolutfx-2329; product lot/serial number: (B)(6); product type: compression loading system; implant date: n/a; explant date: n/a; product ID: unknown 20mm balloon; product lot/serial number: unknown; product type: vascular dilation balloon; implant date: n/a; explant date: n/a; product ID: sentrant sheath; product lot/serial number: unknown; product type: external vascular sheath; implant date: n/a; explant date: n/a; product ID: safari xs guidewire; product lot/serial number: unknown; product type: vascular guidewire; implant date: n/a; explant date: n/a h6: the codes present in h6 correspond to components/products that comprise the reported event. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure of a transcatheter bioprosthetic aortic valve via the right femoral artery (rfa), pre-dilatation of the native aortic valve with 18 millimeter (mm) non-medtronic balloon through a 14fr medtronic sheath was performed. The medtronic sheath was removed and 14fr delivery catheter system (dcs) was advanced with the in-line sheath over a non-medtronic guidewire. The first valve deployment to 80% was too shallow. The valve was fully recaptured with pacing at 100 paces per minute (ppm). The second and final valve deployment was made at 4mm of the non-coronary cusp (ncc) and 6mm of the left coronary cusp (lcc) using the cusp overlap. Commissure alignment was obtained. Following the valve deployment a junctional escape rhythm developed. Mild-moderate unspecified aortic regurgitation (ar) was observed via an angiogram and transthoracic echocardiogram (tte). Post-dilatation of the transcatheter valve with a 20mm non-medtronic balloon with rapid pacing was performed. Following the post-dilation, mild aortic insufficiency (ai), trace paravalvular leak (pvl), and a mean gradient of 3 millimeters of mercury (mm hg) were observed on the tte. There were no vascular complications. The junctional escape rhythm remained and temporary transvenous pacing (ttvp) was utilized.